Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm noted. The battery icons functioned properly. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube. Missing reservoir tube o-ring and partially broken off reservoir tube lip. However the test reservoir was lock/click in place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues on the insulin pump. The battery would only last a week. The issue had been occurring for about 2 months. The customer¿blood glucose level was 132 mg/dl. Troubleshooting was performed. Due to the customer¿request, the insulin pump will be replaced and returned for analysis.